Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead was presented with plural discomfort. Upon further investigation, threshold measurements increased to 6.0v. Rv pacing impedance measurements decreased from 628 ohms at implant to 228 ohms. The rv lead was suspected to have dislodged, however, it was not obvious upon xray. A revision procedure was performed and the rv lead was successfully repositioned with good lead measurements through the pacing system analyzer (psa) and programmer. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.